Event description:
After cast removed from pt's right lower extremity, a small laceration was found over 1st metatarsal of right foot. Operator stated blade was dull. Deficiencies found in training, user error. Equipment check satisfactory. No malfunction, blade replaced.